Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On unknown dates, the patient began treatment for the event with 1 gram cefazolin intraperitoneally (ip) for two weeks and 1 gram ceftazidime, ip, for two weeks. The patient was not hospitalized for this event. At the time of this report, the patient was recovering from the peritonitis event and dianeal/extraneal therapies were ongoing. No additional information is available.